Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con ii-iii, generalized illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old hispanic female patient who underwent breast augmentation primary with two unknown mentor saline breast implants has experienced bilateral capsular contracture (ii-iii grade), and unexplained systemic symptoms postoperatively, including breast implant illness, pain, feeling old, hair loss, memory loss, confusion, headaches, and change in skin coloration, the patient had mammogram and MRI examinations, and the implants confirmed to be normal. As a result, patient underwent removal without replacements on (B)(6) 2022. The patient reported mold in the implant, mentor cannot confirm the patient¿s allegation that there was mold in her implant because the device has not been returned for analysis. This report relates to the right side.